Event description:
The procedure performed was a diagnostic rhinoscopy. The intended procedure was completed with the same device. The device was inspected before use and the customer found tension on the scope connector when it hangs.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. Additional information inadvertently left out of b3, b5, d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The repair department inspected the device and found the cause to be a faulty video connector. Based on the results of the investigation, the root cause of the video connector failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite video system center displayed intermittent image during inspection for use. There was no patient harm or user injury reported due to the event.